Manufacturer narrative:
(B)(4) for the reported issue of stent failed to expand. The device was not returned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, during the procedure, the stent was implanted without any issue within the distal esophagus. However, the physician noted that the stent did not fully expand. An x-ray was performed and it was observed that the stent had not fully expanded. The physician removed the stent from the patient and placed another stent to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.